Event description:
The pt reportedly experiences discomfort and intermittent pain at the implant site while wearing the external equipment. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device is functioning within normal limits. The pt was advised to discontinue use of the device. Revision surgery has been scheduled.